Event description:
It was reported that the lift column on the 9800 system intermittently would not go up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch and the lift column power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.